Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not communicate. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Event description:
It was reported that the colonovideoscope had purple static on the screen.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection, and the reported failures of screen of purple static and scope did not communicate was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and flickering image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of "screen of purple static" and "scope did not communicate" is due to degradation. Additionally intermittent and flickering image was likely caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.